Event description:
The implanted pump stalled on (B) (6) 2010 and did not recovery. The stall was confirmed in the pump event logs accompanied by a tube set error. The pt hadn't had a recent magnetic resonance imaging. The pump was replaced. The pt recovered without sequela. The pump was used to deliver fentanyl, clonidine, baclofen, and morphine. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.